Event description:
It was reported that the patient never had therapeutic effect. It was noted that two days prior to the report, the patient had a return of symptoms. The patient had been in the hospital and released but was readmitted again on the day of the report with continuous vomiting. More than one week later it was reported that the patient was adjusted two days prior to the report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received noted that there was no event, continued vomiting. Reprogramming 2013-(B)(6) - increased voltage to 4.1 v. Signs and symptoms were noted as vomiting and abdominal pain. Hospitalization was required. Patient outcome was noted as patient recovered without sequelae. It was noted as chronic problem.